Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The resistance between the forceps cups and the plug of the handle was measured. The measurement showed no anomalous value. There was no abnormality in the connection state of this device and the code. The subject device was tested for energization. It was successfully activated without problem. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined because there were no defects on the subject device. However, based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The contact condition between the patient and the patient plate was bad. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased due to increasing of contact area between the tissue and the subject device. The instruction manual of the device has already warned as follows; pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
During an endoscopic submucosal dissection, two fd-410lrs were used. During the procedure, the bleeding occurred and the doctor used the first fd-410lr for hemostasis, but could not perform hemostasis successfully. The user exchanged it with the second fd-410lr, but the same event occurred. The intended procedure was completed. There was no patient injury reported. This is the report regarding the second one of two fd-410lrs.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".